Manufacturer narrative:
Facility experienced an event with your proximate linear stapler while performing a gastrectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972158. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number j44x6v, cartridge position loaded, casing position back, hook shroud condition good, instrument serial number 1, lockout slide position unlocked, number of staples returned in cartr none, retaining pin position back, safety position unlocked, trigger position open/unlocked. Functional tests & results: hook shroud condition good, indicator function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, lockout slide tip condition good, safety disenagae properly yes, staple heights conforming n/a, staples fire properly yes, staples form properly yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. Therefore, it could not be ascertained as to why the instrument reportedly fired on half of the staple line. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuoulsy improve the products.

Event description:
During a gastrectomy the tl60 only fired on half of the staple line. A second device was opened to complete the procedure. There was no consequence to the patient.